Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, no device analysis could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the nurse was unable to prime a clearlink continu-flo solution set past the drip chamber. The set was being primed with normal saline. There was no patient involved; additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.